Event description:
It was reported that a small perineal laceration repair subsequent to an uneventful vaginal delivery was performed. The needle was placed into tissue following uneventful vaginal delivery to repair a minor defect and could not be passed completely. Needle was released by needle holder and became retracted/engulfed by the tissue. The md attempted to back the needle out by retracting on the suture. The suture/needle separated, the needle remained retained within the tissue. The physician stated that she attempted to locate and remove needle for less than 30 minutes using x-ray and ultrasound. This was unsuccessful. Due to late the hour, the fluoroscopy team needed to be called in and took 1.5+ hours to arrive. The needle was located by fluoroscopy and a small (less than 1cm) dissection was made and needle removed.